Event description:
It was reported that the user experienced a severe low blood glucose event at home after dismissing device alerts while sleeping, then attempting to drink soda in the kitchen, where the user collapsed and was found unconscious, with the significant other assisting upon recovery; the event occurred after a late meal announcement following dinner, and no blood glucose value was confirmed, with the medical device problem and device component not specified. Symptoms included hypoglycemia, loss of consciousness, and sleepiness/drowsiness. Outcomes included the need for oral glucose intake. Investigation included communication with the user or third party and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.